Manufacturer narrative:
UDI section of device identification is unknown, no product information has been provided to date. Date of event is unknown, no information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the warmer front case is broken and circuit board is broken. No report of patient involvement.

Manufacturer narrative:
One device was received. A visual inspection noted a cracked enclosure and tank cover, corroded drain fitting, printed circuit board (pcb) is missing speaker and pots, and faded line cord. It also had an outdated printed circuit board (pcb) and power switch. Performed safety/electrical test, cleaned exterior, changed o-rings, and calibrated using a hot line device and digital thermometer. The customer complaint is confirmed. A root cause could not be determined however the most probable cause was customer damage due to impact. A device history record (DHR) review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.